Event description:
It was reported to philips that the device's battery is defective. There was no patient involvement. A resource planner was assigned to investigate the reported problem. Upon investigation of the device, the cause was traced to a faulty battery. Replacement part was ordered. Based on the conclusion of the evaluation, it was determined that this was a malfunction of the battery. A replacement battery was confirmed shipped to resolve the reported issue. The device remains at the customer site. There is no indication of a systemic problem. No further investigation or action is warranted.

Event description:
It was reported to philips that the device's battery is defective. There was no patient involvement.